Manufacturer narrative:
The system was examined and the reported event was replicated. The joystick was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to joystick. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported, after completing seven cases of laser assisted cataract surgery without incident the joystick felt loose and the gantry would continue to move after the joystick was released. The remaining cases were cancelled for service when it was noted that the joystick needed replacement. Additional information received; the gantry was moving in all directions and there was no patient involved.